Manufacturer narrative:
The report we received from our affiliate indicated that while approaching the lesion during an interventional procedure, the physician "felt too much friction and at last the balloon was stuck". The balloon catheter and the guidewire were removed together. The procedure was completed using another product. There was no patient injury. Analysis: no product was returned. The exact cause of the reported issue could not conclusively be determined. Review of the manufacturing route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot number to date. Action taken: no corrective actions will be taken however complaints of this type will be trended to determine if action is necessary. Clinical impression: no vessel or lesion characteristics that may have impacted the event were provided. No product was returned for evaluation. The procedure was successfully completed with another product. No conclusion can be drawn regarding the product and the event. There ws no patient injury.

Event description:
Unable to advance over the guidewire.